Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an error 23062 on the system's universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and confirmed error 23062, indicating a 3-phase motor did not respond as expected on the usm 1 axis. The customer informed the tse that they had re-draped the arm, and were able to continue for a few minutes, and then the error returned. At that time, the tse had the customer power down the system, perform a hard cycle, and press the emergency power off (epo) button on the patient side cart (psc). The error returned when installing the instrument onto the usm 1. The tse asked the customer if the surgeon would be able to continue the case with three (3) usms, and the customer informed they would try. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported error 23062 and replaced the universal surgical manipulator (usm) 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint; however, could not replicate. The usm was tested on an in-house system and passed normal mode. It was noted the usm was also tested on the patient side cart fixture test platform (pftp) and passed direction test, lissajous, sensor check, friction tests, sine cycle, brake tests, and carriage switches. Further investigation found surface contamination on the degrees of freedom (dof) 7 stator connection.